Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all tests. No anomalies were found.

Event description:
It was reported that during implant attempt, the analyzer was malfunctioning (troubleshooting narrowed it down to the analyzer). It was oversensing on the ventricular channel, whether it was hooked up to the atrial or ventricular channel. They were only seeing "vsvsvsvs" on the analyzer, even after switching cables and adaptors. The analyzer was replaced, and everything worked appropriately. Follow-up information received found that there were no patient complications as a result of this event, despite the prolonged operative case. The patient did fine post-operatively.